Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Abbvie representative reported on behalf of patient "feeling of pressure and pain in the breast area, general malaise, suspected implant rupture, feared organ damage/liver damage due to leaked silicone, psychological distress, fear of cancer, severe impairment of everyday life due to the pain". This record is for the right side. Device remains implanted.